Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported a volume discrepancy occurred and the patient/family member/friend did not know the volume information. The patient inquired about getting the manufacturer representatives contact information. It was stated that starting last fall (2016) they were seeing unused medication coming back when they did the refill, and the amount of medication was getting larger each time the pump was being refilled. In (B)(6) 2017 there was a lot of medication coming back, so the patient was recommended to see the surgeon. A dye test was performed on (B)(6) 2017 (friday) and the catheter was clear and unbroken and the pump was not on recall. It was noted the healthcare professional (hcp) was going to contact manufacturer and then consult with patient/family member/friend. In (B)(6) 2017 the he patient was going through withdrawal and they wanted to know what to do. There was no alarms registered. The hcp was monitoring the pump and they did not know until (B)(6) 2017 that this was going on. The patient experienced pain levels that were out of control in the late winter (2016) and spring (2017) and they did not know why. It was noted that there was volume discrepancies noted on past refills. The following information was provided: 0.105ml, 1.913ml per day, and 27%. They were redirected to follow up with hcp regarding symptoms and concerns. Event date was noted at 2016 (fall time period). No further complications were reported/anticipated.